Event description:
The customer reported that all the images appeared to belong to the pt, but when you selected the image, it was an image that was for someone else but the name was correct. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer cancelled the service call.